Manufacturer narrative:
Additional information: section h3 device evaluated by manufacturer? Yes. Device evaluation: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Implant date: n/a. The healon is not an implantable device. Explant date: n/a. The healon is not an implantable device; therefore, not explanted. Initial reporter telephone number: (B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a particle was observed during use of healon 5 pro. The small particle was injected together with the healon5 pro into the patients eye. There was a delay in procedure; however, no medical or surgical interventions such as incision enlargement, vitrectomy or sutures were required. It was indicated that the daily activities of the patient was not significantly affected and that the patient has fully recovered. No additional information was provided.